Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for eval. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a 5 level wide decompression and posterior cervical fusing using rhbmp-2/acs. Within one week of surgery pt developed neck pain and scans revealed a seroma which required drainage on an unk date.